Event description:
It was reported that this right ventricular (rv) lead was explanted without any specific allegation. A new device was implanted. No additional patient effects were reported. No further information was available from the field.